Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for analysis. Not returned to manufacturer.

Event description:
A medtronic representative reported that the site's spine clamp instrument was damaged. The medtronic representative reported that the instrument's screw head was stripped. There was no patient present when this issue was identified.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.